Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm following frozen display, critical pump error, pump error. Customer's blood glucose value was 260 mg/dl. Customer was unable to complete troubleshooting as insulin pump also had a critical pump error and was unable to clear it. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing.